Event description:
Reporter reported that the male patient passed away while he was connected to the flow generator. Also, it was mentioned that the unit was shutting off.

Manufacturer narrative:
Initial evaluation of the mask and hose found no discrepancies. The flow generator is currently being evaluated.